Event description:
The customer reported a ventilator with an erratic screen. This event was reported to have occurred during clinical use but there was no allegation of harm associated with this report.